Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients trial lead had high impedances. The patient underwent a lead replacement procedure. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patients trial lead had high impedances. The patient underwent a lead replacement procedure. No further information has been obtained despite good faith efforts. Additional information was received that high impedances on the lead were noted during interoperative testing. The patient had a successful trial.

Event description:
It was reported that the patients trial lead had high impedances. The patient underwent a lead replacement procedure. No further information has been obtained despite good faith efforts. Additional information was received that high impedances on the lead were noted during interoperative testing. The patient had a successful trial.